Event description:
A customer returned a ventilator to an authorized service center for the MFR's required preventive maintenance. The customer made no allegation of device malfunction or pt harm. During the planned preventive maintenance, the ventilator was found to have intermittent audible alarm function. The ventilator's power switch was replaced to correct the problem. The MFR is currently investigating the root cause of the audible alarm malfunction and will file a follow-up report when the investigation is complete.